Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse followed up with the customer via telephone. Fse instructed the customer check the cup transfer claws for residue, clean, and perform a "remove test cups procedure". No further issues were noted. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(6) from 30oct2017 through aware date (B)(4) 2018. There were no similar complaints identified during the search period. The aia-900 operator's manual under chapter 12 - flags and error messages was reviewed. 4153 c. Tran-z home overrun: the aia-900 operator's manual indicates that the 4153 c. Tran-z home overrun error message is generated when the home sensor s062, which is not supposed to be activated after the cup transfer z - axis moves, was activated. No further operation will take place and an mf flag will be attached to the measurement result. The operator is instructed to contact the service department, check s062, check to see the cause of slipping, and so on, that occurs when pm061 moves to the limit side. The most probable cause of the reported event was due to a dirty cup transfer assembly.

Event description:
It was reported that the customer received the "4153 c.trans-z home overrun" errors on their aia-900 analyzer. The customer performed the "all set home" command and rebooted; however, the error persisted. The customer also inspected the analyzer for a backup in the waste chute, but the waste chute was clear. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for intact parathyroid hormone (ipth). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.